Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. No damage on the cartridge was noted during visual inspection. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic splenectomy procedure, during the first firing on a vascular structure with a white reload, the surgeon stated that the device closed but failed to fire. The surgeon was then unable to open the device. The device was ultimately opened by reversing the knife blade and opening the jaws. The white load is still in the device and it was noted by the sales rep that the cartridge sled appears to have been dislodged from its typical position from the package. The case was completed by utilizing a competitor's device and reload. There were no patient consequences.